Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.25 x 16mm stent delivery system, catheter returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.